Event description:
The acute thrombosis of the gore® viabahn® endoprosthesis with propaten bioactive surface was treated by opening up the common femoral artery and removing the clot. A fogarty balloon procedure was performed on the gore® viabahn® endoprosthesis, which cleared most of the clot. There was a great pulse on doppler when the procedure was completed. In the recovery room the patient reclotted the common femoral artery and the stent graft, so no further reintervention was performed. A computed tomography angiography was performed to confirm the occlusion. The graft was aspirated because there were fluid and lymph nodes at the site, so it was done to make sure there was no infection. The aspirate was negative, but the amount of fluid and lymph nodes was abnormal. It was stated that the patient had surgery on the common femoral artery a few weeks ago, so probably the fluid was due to the previous surgery versus a reaction to the gore® viabahn® endoprosthesis with propaten bioactive surface.

Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, a gore® viabahn® endoprosthesis with heparin bioactive surface was implanted to treat stenosis in the left external iliac artery. It was reported to gore that the patient presented with acute thrombosis on (B)(6) 2016. A cta showed build up of thrombus in the distal gore® viabahn® endoprosthesis with heparin bioactive surface but also in the common femoral artery and proximal profunda. It was also stated that the physician aspirated serous fluid on (B)(6) 2016 to exclude infection.